Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pelvic pain') in a (B)(6) year-old female patient who had essure (batch no. B40023) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included abdominal pain, menses irregular and panic attacks. Concurrent conditions included abdominal pain lower, low back pain, nausea, vomiting, diarrhea, blood in stool, weakness, dysfunctional uterine bleeding, uterine bleeding, dizzy, regional lymphadenopathy, vertigo, uterine fibroids, blurry vision, photophobia, pain neck, anemia, gas pain, fatigue, spotting vaginal, polycystic ovarian syndrome, chest discomfort, chest pain, stress and numbness. Concomitant products included citalopram, escitalopram oxalate (escitalopran) from (B)(6) 2015 to (B)(6) 2016, gabapentin since 2014 to (B)(6) 2014, meclozine hydrochloride (meclizine hcl) and medroxyprogesterone acetate (depo provera) since 2011 to (B)(6) 2014. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced mood swings ("hormonal changes describe: mood swing"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), 28 days after insertion of essure. On (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), headache ("migraines / headaches"), migraine ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)") and was found to have weight increased ("weight gain/ loss(specify which one) weight gain"). On (B)(6) 2015, the patient experienced vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced depression ("psychological or psychiatric problems condition: depression, mental anguish") and anxiety ("psychological or psychiatric problems condition: depression, mental anguish"). The patient was treated with surgery (total vaginal hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) -2015. At the time of the report, the pelvic pain was resolving and the mood swings, menorrhagia, vaginal haemorrhage, depression, anxiety, headache, migraine, dysmenorrhoea, dyspareunia, vaginal discharge and weight increased outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, dyspareunia, headache, menorrhagia, migraine, mood swings, pelvic pain, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.9 kg/sqm. Hysterosalpingogram - on an unknown date: result: essure device was successfully occluded; on (B)(6) 2014: results: total bilateral occlusion. Ultrasound scan vagina - on (B)(6) 2015: impression: peripheral appearance of ovarian cysts, correlate clinically for possible pcos. Concerning the injuries reported in this case, the following one/ones were described in patients medical record confirming: vaginal bleeding, menorrhagia, headache. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-jun-2019: pfs & mr received: new reporter and consumer address were added. Patient¿s dob, race and demographics added. Lot number, date of insertion and removal were added. New events mood swing, vaginal bleeding, menorrhagia, depression, mental anguish, migraines, headaches, dysmenorrhea, dyspareunia, vaginal discharge, weight gain. Events onset date were added. Updated outcome of event pelvic pain from unknown to recovering/resolving. Medical history, concomitant condition and drugs were added. Incident: we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pelvic pain') in a 28-year-old female patient who had essure (batch no. B40023) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included abdominal pain, menses irregular and panic attacks. Concurrent conditions included cramp in lower abdomen, low back pain, nausea, vomiting, diarrhea, blood in stool, weakness, dysfunctional uterine bleeding, uterine bleeding, dizzy, regional lymphadenopathy, vertigo, uterine fibroids, blurry vision, photophobia, swelling nos, hemorrhagic anemia, gas pain, fatigue, spotting vaginal, polycystic ovarian syndrome, chest discomfort, chest pain, stress and numbness. Concomitant products included citalopram, citalopram from january 2015 to january 2016, gabapentin since 2014 to september 2014, meclozine hydrochloride (meclizine hcl) and medroxyprogesterone acetate (depo provera) since 2011 to may 2014. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced mood swings ("hormonal changes describe: mood swing"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), 28 days after insertion of essure. On (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), headache ("migraines / headaches"), migraine ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)") and was found to have weight increased ("weight gain/ loss(specify whcich one) weight gain"). On (B)(6) 2015, the patient experienced vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced depression ("psychological or psychiatric problems condition: depression, mental anguish") and anxiety ("psychological or psychiatric problems condition: depression, mental anguish"). The patient was treated with surgery (total vaginal hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain was resolving and the mood swings, menorrhagia, vaginal haemorrhage, depression, anxiety, headache, migraine, dysmenorrhoea, dyspareunia, vaginal discharge and weight increased outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, dyspareunia, headache, menorrhagia, migraine, mood swings, pelvic pain, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.9 kg/sqm. Hysterosalpingogram - on an unknown date: result: essure device was successfully occluded; on (B)(6) 2014: results: total bilateral occlusion. Ultrasound scan vagina - on (B)(6) 2015: impression: peripheral appearance of ovarian cysts, correlate clinically for possible pcos. Concerning the injuries reported in this case, the following one/ones were described in patients medical record confirming: vaginal bleeding, menorrhagia, headache quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-jun-2019: quality safety evaluation of ptc(product technical complaint). Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pelvic pain') in a 28-year-old female patient who had essure (batch no. B40023) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included abdominal pain, menses irregular and panic attacks. Concurrent conditions included cramp in lower abdomen, low back pain, nausea, vomiting, diarrhea, blood in stool, weakness, dysfunctional uterine bleeding, uterine bleeding, dizzy, regional lymphadenopathy, vertigo, uterine fibroids, blurry vision, photophobia, swelling nos, hemorrhagic anemia, gas pain, fatigue, spotting vaginal, polycystic ovarian syndrome, chest discomfort, chest pain, stress and numbness. Concomitant products included citalopram, citalopram from (B)(6) 2015 to (B)(6) 2016, gabapentin since 2014 to (B)(6) 2014, meclozine hydrochloride (meclizine hcl) and medroxyprogesterone acetate (depo provera) since 2011 to (B)(6)2014. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced mood swings ("hormonal changes describe: mood swing"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), 28 days after insertion of essure. On (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), headache ("migraines / headaches"), migraine ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)") and was found to have weight increased ("weight gain/ loss(specify whcich one) weight gain"). On (B)(6) 2015, the patient experienced vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced depression ("psychological or psychiatric problems condition: depression, mental anguish"), anxiety ("psychological or psychiatric problems condition: depression, mental anguish"), abdominal pain ("abdominal pain"), back pain ("back pain"), anaemia ("anemia"), urinary tract infection ("urinary tract infection") and post procedural complication ("post procedural complication"). The patient was treated with surgery (total vaginal hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, headache, vaginal discharge, abdominal pain, back pain, anaemia and urinary tract infection had resolved and the mood swings, depression, anxiety, migraine, dysmenorrhoea, dyspareunia, weight increased and post procedural complication outcome was unknown. The reporter considered abdominal pain, anaemia, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, headache, menorrhagia, migraine, mood swings, pelvic pain, post procedural complication, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she received treatment for pain, bleeding, psycho related injury, bladder/urinary problem and other injury/symptoms. On (B)(6) 2018 device was removed for salpingo oopherectomy -unilateral diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.9 kg/sqm. Hysterosalpingogram - on an unknown date: result: essure device was successfully occluded; on (B)(6) 2014: results: total bilateral occlusion. Ultrasound scan vagina - on (B)(6) 2015: impression: peripheral appearance of ovarian cysts, correlate clinically for possible pcos. Concerning the injuries reported in this case, the following one/ones were described in patients medical record confirming: vaginal bleeding, menorrhagia, headache. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: pif received: new events abdominal pain, back pain, anemia, urinary track infection, post procedural complication were added,outcome of events "pelvic pain, menorrhagia, vaginal discharge, headache was changed to recovered. Reference and rcc comment was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.